Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician was unable to pass a guidewire through the left ventricular (lv) lead. The lead was not used and different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire was not returned with the lead. A fresh 0.018 guidewire was able to be passed through the lead without resistance. If information is provided in the future, a supplemental report will be issued.